Event description:
Sodium levels provided by lab came back inaccurate. Event disclosed to patient and risk mgmt. Is investigating with lab. Corrected result: previously reported as 152 mmol/l at 3:50 am edt.